Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contaminated by mnt chimaera (patient and cardioplegia sides). There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t the customers required dd procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the laboratory report confirming the reported contamination has been provided to livanova. Through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per the device instructions for use, placed inside of the operation theater during use, with the fan away from the patient at an estimated distance from the surgery field of two (2) meters. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.

Event description:
See initial report.